Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. It was reported that the basket fell apart during use. The patient reportedly experienced no harm as a result of the issue. Attempts to acquire additional information and the complaint device from the user facility were executed, however no additional information was provided to cook in response to this incident. Investigation - evaluation: a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. Multiple attempts were made to obtain the complaint device, but the device was not returned by the customer. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The complaint device was not returned. Multiple attempts were made to obtain additional information from the user. Based on the limited information provided, it was assumed one of the basket wires broke during use. All devices are inspected for damage and functionality during manufacturing and quality control checks. Without the device available for investigation, a cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation a visual inspection of the returned device was conducted. The device was returned severed into two segments, the handle segment and the distal segment. On the handle segment: the device was returned with handle in the open position. The collet knob was tight. The mlla (male luer lock adapter) was loose. The polyethylene terephthalate tubing [pett] measured 2.8 cm in length. The support sheath was bowed in appearance. The basket sheath measured 67.5cm. The coil assembly was stretched with the coil unraveling and protruding the basket sheath by 22cm in length. The handle actuates the coil assembly. On the distal segment: multiple kinks were noted and both ends were smashed. It cannot be determined if the basket formation was inside of the basket sheath. The returned device was found to be heavily damaged. The sheath and basket assembly were separated approximately 67 cm from the handle. The sheath and basket assembly coil were damaged. It appeared that a large tensile force was applied to the device, causing the observed damage. The cause for the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Phone: (B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a ncircle tipless stone extractor to remove stones, the user noted the basket had broken and fallen apart. A section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. The customer measured the extractor against a new one to make sure, the patient also had a CT scan to make sure nothing was left inside. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.